Event description:
While surgeon using the intuitive surgical, davinci harmonic ace curved shears according to the MFR's instructions, the device stopped working. The generator gave the messaging saying "relax pressure on blade." We removed the scalpel, tightened the assembly, and restarted the generator. However, as soon as the surgeon attempted a subsequent use of the device, the same message was again displayed. The device was removed from service and replaced with a "like" device that functioned for the remainder of the case without issue.